Event description:
Guide wire was unable to be found and was thought to have come off. After removal, the guide wire was found to have coiled up in the end of the power glide and appeared the guide wire was placed backward. No harm to the pt.